Event description:
It was reported that the implantable neurostimulator "shifted to a more superficial position with possible risk of skin erosion." The pt experienced local pain and tenderness at the ins site after he realized the device had shifted. Visual assessment and manual palpation confirmed the migration. The ins was repositioned to the right buttock. The pt recovered without sequela. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.